Event description:
It was reported that cartridge did not fully snap into pump, and customer noticed an o-ring on pneumatic tap that affected cartridge fit. There was no reported impact to the customer¿s blood glucose level. Customer removed o-ring from pneumatic tap, confirmed cartridge o-ring was in place and undamaged, successfully reloaded original cartridge through pump load menu, and then resumed insulin therapy without further issue.